Event description:
On (B)(6) 2011, the customer observed one or two leaking cubetainer(s) of access wash buffer ii solution. It is unknown as to whether personnel handling the cubetainer were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. No patient results were affected by this event. The event was discovered at the dealer warehouse. The amount of leakage for this event could not be determined. The fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, or skin sensitization if contact occurs. However, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility does possess a hazardous exposure plan and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of the customer supplied photos reveal fluid on floor and two boxes of wash buffer ii. The photos did not definitively identify the cause of the leak. A definitive root cause for this event has not been determined to date.